Manufacturer narrative:
The device was returned for evaluation. The customer¿s reported issue was confirmed as no image was displayed, only different colored horizontal lines with error code e226 due to a defective cable unit. The device was purchased in (B)(6) 2020 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus customer service was informed by the user facility that when the high definition 3cmos (complementary metal oxide semiconductor) autoclavable camera head is connected to the tower with light cord, no images showed, black. The event occurred during preparation for use. No patient injury or harm was reported to olympus. The camera will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, e226 is an error that occurs when communication between the camera head and processor fails. It is likely that e226 error occurred because communication failure occurred due to faulty cable. Additionally, it is likely only horizontal lines with different colors (color bar was displayed) were displayed and image was not displayed because communication failure occurred due to faulty cable. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.